Event description:
Additional information provided from the field indicated that no fracture was observed via x-ray. Surgical intervention was performed and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a hospital check, this patient¿s right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2500 ohms. Loss of capture at maximum outputs was also observed. Every time the patient moved or spoke, there was undersensing as well as oversensing of noise which led to pacing inhibition, though there was no asystole of greater than two seconds noted. The patient was asymptomatic to these issues occurring. The physician believes the rv lead is fractured. No intervention has been performed at this time and rv lead continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.